Event description:
Nurse hung levoquin as primary infusion into peripheral line, 101ml total volume, rate 100ml/hr. Entered into the pump 100ml/hr, and total volume of 101ml. When nurse checked on pt after 30 minutes, the IV bag was noted to be empty, no leaking from IV site. No untoward effect to patient. The pump did not alarm.

Manufacturer narrative:
Per the user facility representative nurse consultant, the user did not segregate the pump and the pump will not be returned to b. Braun medical for evaluation. The user facility representative nurse manager indicates that the reported incident is believed to be user error. There was no patient impact.